Event description:
It was reported that upon interrogation, the implantable cardiac monitor displayed a message -retrieving episodes-. After a device software download, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.